Event description:
It was reported " iabp died without issuing battery alarmsduring transport". Additional information states " iabp plugged back in and powered on. Iabp console to be exchanged". No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp died" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " iabp died without issuing battery alarms during transport". Additional information states " iabp plugged back in and powered on. Iabp console to be exchanged". No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).